Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review for lot# 4981626 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. Concomitant products are as follows: chemolock¿ bag spike with clave¿ additive port, list# cl3940, MFR ICU medical. Unspec tubing set, MFR bd. Unspecified chemo drug (MFR unk).

Event description:
The event involved a spinning spiros® closed male luer, red cap. It was reported that the nurse prepared for administration with bd tubing and the spiros. Upon circle priming the set, the distal end of the tubing fell off of the spiros and the line started dripping an unspecified chemotherapy drug. The medication was then remade and new tubing was used. There was no patient involvement, no adverse event and no patient harm.